Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca had an inaccurate infusion of hydromorphone. The patient was started on 500mg/50ml continuous infusion of hydromorphone at a rate of 1.5mg/hr (.15ml/hr). However, 43.1 ml of hydromorphone administered in less than 6 hours leading to oversedation of a patient. The customer believes the device may have been programmed at 10mg/50ml (7.5ml). There was patient involvement however patient harm is unknown. Although requested, customer declined to provide additional information.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an inaccurate delivery was confirmed during the review of the log. Was identified to be a programming error. The infusion was initially programmed as the facility reported with the rate = 0.15 ml/hr, hours later the dose was changed manually. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passed all accuracy measurements. On (B)(6) 2025 it was observed a pca and continuous infusion running from 12:35 am to 5:26 pm, at a rate = 0.15 ml/hr. At 7:03 pm the volume infused was cleared. On (B)(6) 2025 at 6:40 pm a dose was requested, an infusion was programmed with a rate = 0.15 ml/hr and a vtbi = 43.1142 ml, the infusion was started. Fourteen m(14) minutes later the infusion was stopped. At 7:11 pm the unit was selected, the user selected pca and continuous infusion, subsequently, the patient history was cleared, the syringe selected was a bd 50 ml, with a rate = 0.15 ml/hr and a vtbi = 43.0802 ml. One (1) minute later the infusion was stopped. At 9:09 pm the unit was removed, subsequently it was attached to the pcu and was assigned to channel c. From 9:17 pm to 9:25 pm the unit was selected, the user selected *hydromorphone* pca, the user selected 10 mg in 50 ml, the lockout interval = 20 minutes, the calculated rate = 9 ml/hr. A message was displayed by the pcu: continuous dose exceeds guardrails limit of 0.6 mg, continue? And the user selected yes, the infusion was started. From 9:27 pm to 9:29 pm, the unit was selected, the user changed the pca dose = 1.6 mg and the cont dose = 1.5 mg, the calculated rate = 7.5 ml/hr. A message was displayed by the pcu: continuous dose exceeds guardrails limit of 0.6 mg, continue? And the user selected yes., the infusion was started. On (B)(6) 2025 at 2:58 am the infusion was paused, at 3:08 am the unit was selected, at 3:35 am the unit was channeled off. The total volume infused (tvi) = 41.4044 ml. Syringe size and running force, variations of back pressure, or any combination of these can affect time to alarm for occlusions and rate accuracy. Factors that can influence back pressure are: administration set configuration, IV solution viscosity, and IV solution temperature. Back pressure can also be affected by type of catheter. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, < 5 ml/h, and especially flow rates < 0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. Electronically prime the syringe pump system before starting an infusion or after replacing a near-empty syringe with a replacement syringe. Failure to use the prime set with syringe feature after every syringe change can significantly delay the infusion delivery start-up time and lead to delivery inaccuracies. There was patient involvement however patient harm is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Please replace leadscrew. Please replace the plunger position sensor. Please replace the front panel. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported an inaccurate infusion of hydromorphone was identified to be a programming error. The infusion was initially programmed as the facility reported, hours later the dose was changed manually. No issues were noted during laboratory testing. Note that this report lists imdrf annex a0401, c07, d15, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca had an inaccurate infusion of hydromorphone. The patient was started on 500mg/50ml continuous infusion of hydromorphone at a rate of 1.5mg/hr (.15ml/hr). However, 43.1 ml of hydromorphone administered in less than 6 hours leading to oversedation of a patient. The customer believes the device may have been programmed at 10mg/50ml (7.5ml). There was patient involvement however patient harm is unknown. Although requested, customer declined to provide additional information.